Event description:
User received elevated results for 3 patient samples run from aliquots prepared from the primary serum sst sample tubes. User said they ran the original primary sample tubes for these patients the next day and received lower results for multiple assays. Results for 3 patient samples were provided, of which only 1 patient sample gave results that were discrepant. Repeat testing performed on (B) (6) 2010 was run on another integra 800 (B) (4) at the site. Initial potassium gave 8.8; repeat 8.9 meq/l. Same pour off tube was repeated on (B) (6) 2010 giving 9.1 meq/l. Original primary tube gave 4.6 meq/l. Initial albumin gave 8.0 g/dl. Original primary tube gave 4 g/dl. Initial calcium gave 15.1; repeat gave same result of 15.1 mg/dl. Original primary tube gave 9.7 mg/dl. Patients were not treated as original results were not reported out. Potassium electrode lot number was not provided. Albumin reagent lot number, 62171501 calcium reagent lot number, 61867901 the field service representative could not find a cause. He checked fluidics system noting rough movement in syringes and replaced syringes. Performed prime and let the instrument sit; observed no drips from probes after prime. He ran performance testing and precision studies for calcium, albumin and ises. All results acceptable. Customer ran controls on all tests which passed within customers specifications.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Manufacturer narrative:
The customer noticed drops of liquid and sometimes drops of blood on the ise rack. Investigation of the event determined the samples in pour off tubes might have been contaminated by the drops of liquid or blood. Misadjusted syringes most likely caused the contamination as no drops have been observed since the syringes were replaced by the field service representative. In addition, inadequate operator handling during the sample transfer from the primary sst tubes to the pour off tubes could not be completely excluded as a potential cause. No patients were adversely affected.

Event description:
An (B)(6) old male patient contacted zoll lifecor customer support service to report that he saw a bright flash with a loud sound from monitor and device powered off. The patient also stated that changing the batteries do not power on the device. The patient was provided with a replacement monitor.